Event description:
It was reported the epg (external pulse generator) has a damaged battery drawer, that will not open, and the hanger is missing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the battery drawer was out of specification and the battery latch was broken causing the battery drawer to be stuck and not open. It was also confirmed that the ring was missing. Analysis also found that the upper/lower cases and ring cover were broken. The main printed circuit board was out of electrical specification. Analysis of the device is in process; the results will be forwarded when available.